Manufacturer narrative:
Product analysis conclusion: the reported vessel rupture was confirmed; however, the cause of the event could not be determined based on the two (2) brief video angiograms and one (1) still angiogram provided. The reported limb stent graft deformation could not be confirmed due to the poor quality of the images available. Pre-implant cts were not available for review, which prevented a comprehensive assessment of the patient¿s anatomy. Lack of procedural angiograms capturing the stent graft deployment, the moment of vessel rupture, and the implantation of additional stents following the right iliac rupture further limited the ability to thoroughly evaluate the event and identify potential causes. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1610c93e, serial/lot #: (B)(6), ubd: 06-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 54mm abdominal aortic aneurysm (aaa). It was noted that the physician performed bilateral cutdowns and the beginning of the procedure and was assisted by two fellow doctors. During the index procedure, the final angiogram appeared excellent, with no issues noted, and the case was deemed a success. However, it was reported that during closure, the patient's blood pressure dropped, and all vascular access was lost. The physician quickly regained access, inserted a 16fr sheath, and inflated a reliant balloon within the body of the stent graft from the left side. It was said that the reliant balloon helped during the procedure, as it allowed the physician gain access on the opposite side. It was noted that during closure, the right limb of the stent graft (etlw1610c93e, serial # (B)(6) was crushed upwards, resulting in a rupture of the right common iliac artery. The physician promptly re-lined the stent graft using a non-medtronic stent graft. Despite these efforts, the patient passed away on the table on (B)(6) 2026. According to the physician, the cause of the events, including the patient's death, cannot be determined.

Manufacturer narrative:
Update to g3; PMA/510(k)#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.